Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate and not confirm the customer complaint "broken conductor wire". Visual inspection found no damage to the conductor wire. The instrument passed the electrical continuity test. The instrument was found to have a broken snake wrist cable at the distal end. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the black conductor wire broke on the vessel sealer extend. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The black conductor wire was damaged. It was a loose cable. Cable was still intact. There was no loss of cautery. No arcing and no damage resulting in a fragment falling. Instrument was returned.